Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our service engineer and there was found clear evidence of moisture in the air gas module. The moisture was concluded to come from the hospital gas system. The air gas module was kept by the hospital. Ocular inspection from received photos showed moisture traces in the filter housing of the air gas module which is the root cause. From previous investigations our conclusion is that delta pressure sensor on a printed circuit board inside the gas module that had probably failed due to high moisture levels. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. The most probable source of the water inside an air gas module is moist air from the hospital's external compressor. According to the user´s manual maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The received device logs confirm the reported event and we could trace back the problem to (B)(6), therefor the ¿date of event¿ will be determined to (B)(6) 2020.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check due to water contamination in the air gas module. There was no patient involvement. Manufacturer ref.#: (B)(4).